Event description:
It was reported that: "the lens had vaulted and turned sideways the next day after the lens was implanted. The lens was explanted on (B)(6)2023 during that time the surgeons noticed that a haptic was broken at the haptic lens junction. The lens was removed, and the patient is apakic. Next steps are for the surgeon to wait a period of time and try and implant another lens. It was stated that the doctor used the yamane technique and standard injector. No patient injuries were confirmed."

Manufacturer narrative:
The device is not being sent back thus a proper device analysis could not be completed nor the reported issue confirmed. Based on the information provided, the risk assessment for the lucia product and based on our experience and other complaints that have already been resolved we have determined that the following factor may have cause or contributed to the damaged haptic is but is not limited to: misplacement of the lens. This which may occur during ovd application, the cannula may catch the edge of the lens or haptic; thus, removing the lens off the "track" which is inside the cartridge. This may also cause the lens to fold improperly. The lens should fold in a "u" shape and if it does not this will cause the lens to not eject correctly and could even cause the lens to get damaged. At this time, without a proper device analysis, a definitive root cause cannot be determined however, there is no indication of a product quality issue with respect to manufacturing, design, or labeling of the lens. Risk assessment has been reviewed within the technical file for hydrophobic lens. Risk assessment identifies failed injection or damaged haptic to possibly be caused by poor handling during folding and inserting which may result in delay in surgery, use of replacement lens. This is controlled by the physician skill/training. This is considered as a reasonably foreseeable misuse which may result in extended surgery because of damage to the lens/injector and replacement is required. This is considered as a minor severity of damage that may cause temporary injury or disability which requires no additional surgical intervention. The likelihood of occurrence is estimated to be occasional the resulting risk is deemed acceptable. The device history records were reviewed and there were no non-conformities or deviations noted during the manufacturing of the lens that would have caused or contributed to the nature of this complaint. Additionally, our lenses are 100% inspected before they leave our manufacturing site. Therefore, we are confident that the lens was processed per standard operating procedures and inspections and met all criteria for release.